Manufacturer narrative:
(B)(4). Visual examination of the returned device found a fracture located at the distal tip. Device was sent for fracture analysis which suggests the driver underwent a quasi-static overload. No material defects or other abnormalities were observed in this analysis. A supplemental hardness test was also performed. Device was within specified guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the driver tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Driver tip broke during use. Tip was retrieved. Completed case with same/like product. No delay or adverse consequence to the patient. Per complaint form: the patient had a prior posterior pedicle screw based lumbar fusion. The surgeon removed the previous screws with the intent to replace them with depuy synthes cortical fix screws. While placing the first screw, the driver (2797-34-000) began to slip. Upon inspection the tip had broken off the driver and appeared to be fused in the recess of the screw. Attempts were made to remove the tip from the screw but the surgeon could not. It was decided to leave the small fragment cold welded to the implanted screw. The surgery was resumed with another screw driver without incident.